Event description:
The following was reported to gore: on (B)(6) 2024 (date unknown), patient underwent an endovascular repair of the juxtarenal aortic aneurysm utilizing a gore® excluder® thoracoabdominal branch endoprosthesis. On (B)(6) 2025, patient was presented with bilateral renal artery stent thrombosis with the gore tambe device, approximately 10 months after the endovascular repair of the juxtarenal aortic aneurysm. No predisposing factor and patient is on acute renal failure requiring dialysis.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, patient underwent an endovascular repair of the juxtarenal aortic aneurysm utilizing a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) in conjunction with multiple gore® viabahn® vbx balloon expandable endoprosthesis devices (vbx devices). Reportedly, a 7 mm x 59 mm vbx device and an 8 mm x 5 cm gore® viabahn® endoprosthesis with heparin bioactive surface (viabahn device) were used in the left renal artery and a 6 mm x 79 mm vbx device was used in the right renal artery. On (B)(6) 2025, patient was presented with bilateral renal artery stent thrombosis with the gore tambe device, approximately 10 months after the endovascular repair of the juxtarenal aortic aneurysm. No predisposing factor and patient is on acute renal failure requiring dialysis. Further reintervention plans are not available from the physician. 2203-a:-other - used for renal complications. (Vbx device & viabahn device)

Manufacturer narrative:
Added b3/b4/b5/b6. D4, d6a/d6b/d7a, g3/g4, h1/h2,h4/h5 & h6.